Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the connector portion was returned in two segments for analysis. Insulation degradation was noted at 5.5cm from the is-1 connector pin. The ptfe liner was intact at this location.

Event description:
This report is to advise of an event observed during analysis.